Manufacturer narrative:
As indicated, during the inspection of the returned instrument, it was identified that the item had been used and sterilized several times and displayed signs of poor maintenance and possible misuse. The misuse of the instrument, such as twisting, prying, pushing, or other means of applying force, improper maintenance or extended use may have contributed to the damage to the instrument.

Event description:
On (B)(6) 2024, avalign gsi quality received a customer complaint from steris. Steris reported that they received a complaint from the hospital stating, product snapped in half over patient on table during heart procedure.